Event description:
On (B)(6) 2012, the patient contacted animas stating that on (B)(6) 2012, she had a blood glucose (bg) value of 24mg/dl and was hospitalized. The patient was reportedly treated via intravenously (IV) via dextrose and was released from hospital on (B)(6) 2012. The patient reportedly did not remember going to the hospital but remembered waking up in the emergency room (ER). The patient reportedly had issues controlling her bgs for years. There was no programming/settings issue with the pump noted. There was no site/set issues noted. The patient denied changes in diet, activity or taking medications. Customer support (cs) reviewed the pump with the patient and found that the advanced bolus and the insulin on board (iob) features were not turned on in the pump. The patient stated that she did not think she programmed the pump correctly with turning on the iob feature. It was noted that the heath care provider (hcp) thought that the patient was stacking her insulin and that she understood why the iob was turned off. Cs assisted the patient with turning on the advanced bolus feature and iob and advised the patient that the pump was delivering appropriately. There was no indication of a pump malfunction. It was noted that the pump is not being returned and the patient resumed insulin pump therapy. This complaint is being reported due to patient experiencing a hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
User error contributed to the reported bg excursion as the patient was not programming the pump correctly with turning on the insulin on board (iob) feature. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.